Event description:
In a whipple/duodenectomy procedure, when the plcr75g reload was fired via the plc75 stapler, malformed staples were observed at the distal end of the staple line. The staple line was excised and the anastomosis was completed by use of another device. There were no adverse effects on the patient's health.

Manufacturer narrative:
Both the plc75 stapler and the plc75g reload were examined; neither one had any physical damage. The reload had been fired during the procedure, and so could not be functionally tested. The plc75 stapler was reloaded with a new reload and was fired, producing properly formed staples complaint could not be ascertained. Device is reusable and has no expiration date.